Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed that during resident transfer from the bedside commode to the bed, the assisting caregiver sustained back strain. Following information provided,while sitting on the commode, the patient began to fatigue and slide down, unable to get back up requiring maximum assist. It is unknown which specific device was used with incident.

Manufacturer narrative:
Arjo was informed that during resident transfer from the bedside commode (bsc) to the bed, while sitting on the commode, the patient began to fatigue and slide down, but no indication of patient¿s injury was reported as a result of this incident. As the patient was unable to get back up from the bsc the caregiver supported the patient to get back up. Following the information provided, the caregiver sustained back strain during that action. Information about what device exactly was used when the incident occurred (including its serial number) was not provided to date. According to the gathered information, the involved patient, who was transferred using sara plus active lift with sling was requiring maximum assistance of the caregiver (during the event and in daily functioning) and was unable to independently get back up after the sliding down due to their fatigue. Patient of this characteristic may have no capacity to support themselves, may not stand unsupported and not be able to bear weight, even partially. Sara plus instructions for use (04.sg.00-int1_5) provides information for safe and correct use of this equipment. Before attempting to use sara plus with a patient, a full clinical assessment of the patient condition and stability must be carried out by a qualified person. The sara plus is intended for the resident, who is able to partially bear weight on at least one leg and has some trunk stability. If the patient does not meet this criteria an alternative equipment shall be used. Based on the collected information, sara plus active lift was not suitable for needs of this particular patient, which led to the caregiver¿s injury upon attempt support the patient. In summary, according to the customer allegation, the patient was sliding down during transfer, but no malfunction of the device, which could have contributed to this event was indicated. The device was used for a patient transfer and in that it played a role in the alleged event. The complaint was decided to be reportable due to reported situation of patient slipping out of the sling.